Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- clinical report states the patient was revised because of wear. Doi: (B)(6) 2005, dor: (B)(6) 2007 (right side).. Update: (B)(6) 2013 - clinical report and revision operative records were received. Records indicate the patient was revised to address tibial loosening and not poly wear of the implant. The tibial tray and cement are being added to the complaint and the complaint re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed device loosening. The investigation could not draw any conclusions about the root cause of the device loosening based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.